Manufacturer narrative:
This report is for an unknown. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Concomitant medical products: unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: goto, m., et al (2013), case report: hypersensitivity to suture anchors, case reports in orthopedics, vol.2013, pages 1-3 (japan). The study emphasizes on a fifty-year-old woman who experienced calcific rotator cuff tendonitis in the right shoulder. An arthroscopic excision of the calcium was performed, and the rotator cuff was repaired with a metal suture anchor. Three weeks after the surgery, the patient developed erythema around the face, trunk, and hands, accompanied by itching. Various dermatological treatments such as steroid-containing ointments were used, however, the symptoms did not improve. A patch testing was done due to a suspected metallic allergy 6 months after the surgery, but the patient had negative reactions to tests for titanium, aluminum, and vanadium, which were the principal components of the suture anchor. The metal anchor was removed, and the erythema and itching disappeared immediately after the procedure. The patient returned to the previous work without shoulder pain or range-of-motion restrictions. The article describes the following procedure: a rotator cuff repair after an arthroscopic excision of the calcium utilizing a metal suture anchor. The devices involved were: a metal suture anchor (fastin rc, depuy mitek inc., raynham, ma) and nonabsorbable suture (no.2 ethibond). Complications mentioned in the article: patient developed erythema around the face, trunk, and hands, accompanied by itching. Removal of the metal anchor 7 months after the surgery.